Manufacturer narrative:
Correction to h6 adverse event problem from the initial medwatch: a0412 material rupture, a010102 device appears to trigger rejection, and e2303 capsular contracture will be un-reported as they did not occur during the timeframe being reported in this record. This record will only report e0307 seroma. Clarification to h10 related report numbers: this record, mrn 9617229-2025-07141, and mrn 9617229-2025-06962 relate to the same device. Mrn 9617229-2025-06962 is reporting current/ongoing events regarding the right-side device for this patient. Mrn 9617229-2025-07141 is reporting the event of right-side seroma treated in 2022. Reason for reoperation: n/a; "240 ml of bloody liquid was aspirated". The event resolved following treatment.

Event description:
Patient reported right side "breast got bigger", "felt stinging, like needles", "pain", "tenderness", and "doctor discovered that had fluid". Patient also reported right side "cyst", which is not device-related. A puncture was performed and "240 ml of bloody liquid was aspirated" from the right breast. Patient reported they "took a drug" and "the reactions improved". Healthcare professional reported "improvement in mastalgia and benign cytology" following the puncture. The device remains implanted.

Event description:
Patient reported right side "fluid", and "pan, tenderness, stinging (needle-like), and slightly larger", and ¿the breast got bigger¿. "Treatment for the right side: puncture and took a drug that can't remember the name of." Was reported. Physician reported "the patient presented signs suggestive of ... Grade IV baker's capsular contracture.", "some radial folds", and a "moderate amount of fluid in the right breast (late seroma), as well as signs suggestive of rupture of the right breast implant.". Imaging further reported "oily cyst in the right breast." And "calcification". The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: rupture, "fluid" (seroma-late), and capsular contracture baker grade IV. The events of seroma and capsular contracture baker grade IV are a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Clarification to b3 partial date of event: 2022 was provided.